Manufacturer narrative:
The reported device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and no damage was observed. The reported complaint was confirmed but unfortunately the root cause could not be determined during the complaint assessment. Following the complaint assessment, the device was sent to the service center to determine the full repair status/fate of the device.

Event description:
It was reported that the device failed to alarm during the low vacuum test.